Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was unknown. The customer indicated that the air bubbles cannot be cleared and that the pump was previously replaced. Customer was advised that the reservoir would be replaced and to return the product for analysis.